Manufacturer narrative:
Additional narrative: a follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Expedium polyaxial screws-7x40mm [product code: 1797-12-740, lot number: anjdhb] was returned to the complaints handling unit (chu) for evaluation.. Visual inspection of the expedium polyaxial screws-7x40mm [product code: 1797-12-740] revealed that only one of two screws was fractured. It was observed that the polyaxial screw broke at the transition from the screw¿s polyaxial ball to the screw shank. Fracture analysis suggests that the fractured surfaces exhibit striations which are indicative of fatigue. No material defects or other abnormalities were observed in this analysis. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. Fracture analysis suggests that the fractured surfaces exhibit striations which are indicative of fatigue. No material defects or other abnormalities were observed in this analysis. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
In 2013, l5-s plif using autologous bone graft was done for a female patient with spondylolisthesis. On (B)(6) 2015, the revision surgery was conducted because the left l5 screw (7.0x40mm) was found broken just below the screw head. The broken screw was replaced with a 8.0mm di screw.